Event description:
It was reported that during use the maxzero leaks when a 3 ml bd luer-lok¿ luer-lok¿ tip is used. The following information was provided by the initial reporter: it was reported that the maxzero leaks when a bd 3ml syringe is used.

Manufacturer narrative:
H.6. Investigation: one loose 3ml syringe was received and evaluated. The luer and tip of the syringe were examined under 2.5x magnification with no visual defects observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used based off initial reporters facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the maxzero leaks when a 3 ml bd luer-lok¿ luer-lok¿ tip is used. The following information was provided by the initial reporter: it was reported that the maxzero leaks when a bd 3ml syringe is used.